Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed a tear in the anterior and extending to the posterior view, measuring approximately 11.0 cm. No other anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On 5/21/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 6/4/2019, indicated that there was bilateral issue with ptosis, and only left implant found ruptured at the time of removal. The replacement devices are as follow: left replaced with catalog number 3507340mc, serial number (B)(4), and right replaced with catalog number 3507340mc, serial number (B)(4). Patient also underwent bilateral mastopexy. Therefore no device issue with right implant. This report is for the right implant. On 6/13/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memorygel 350cc silicone breast implants which bilaterally ruptured after implantation. As a result patient underwent removal on (B)(6) 2019. This report is for the right side.